Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in november 2022. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by breakage of the image sensor unit or a defect of the video connector. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the video connector was deformed, the video connector case had a crack, the protector of the video cable section had a scratch, and the control unit had discoloration. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during an unknown therapeutic procedure, the entire screen of the hd endoeye laparo-thoraco videoscope became black and had no image. It was noted the device was able to be restored and the intended procedure was completed with no delay. There was no harm or user injury reported due to the event.